Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump had a 'no disposable' alarm. The settings were reviewed and patient was instructed to turn pump off. The patient did not want to remove cassette and wanted to restart pump. Pump was restarted and was still alarming 'no disposable'. Troubleshooting was performed again and the alarm persisted. No patient injury reported.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.